Event description:
The user fell and hit his head on the edge of the table, now the user's performance with the device is affected. There was blood in the user's outer ear canal, which reportedly was due to the trauma and was not caused by the device. The user was re-implanted. During the explanation it was seen that the electrode-lead-loop was on the skull. This was not the case during the initial implantation. So when the child hurt their head the electrode lead was damaged. The damages to the electrode lead could be seen at explantation.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit his head on the edge of the table, now the user's performance with the device is affected. Re-implantation is planned for the 25th march after an appointment to check the implant on the 24th march.